Manufacturer narrative:
The incident device was not returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a (B)(6) female was admitted to centrum surgical center for a right acl reconstruction. During the surgical case the surgeon was using the electrocautery and the holster/case was lying across the patient¿s abdomen in a horizontal position. The md and pa were moving the pt.'s operative leg around which was then followed by the audible sound of the electrocautery. The rn immediately checked the field and saw the electrocautery tip out of the holster and a hole in the surgical drape. When the drapes were removed a burn was noticed on the top of the patient's left thigh. The burn measured 5 mm l x 7mm w and was diagnosed as 2nd degree. Bacitracin and a band-aid were applied to the burn. The md told the pt. What had happened before the pt. Was discharged home on (B)(6) 2107. From the customer's initial investigation it appears that the movement of the pt.'s leg jarred the electrocautery out of the holster and then the md leaned on it, turning it on. The incident pencil is not being returned for evaluation. There is no alleged failure of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.